Manufacturer narrative:
This report is submitted on 14 april 2020.

Manufacturer narrative:
This report is submitted on 03 march 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in explant of the device on (B)(6) 2020. There are no plans to re-implant the patient with a new device as of the date of this report.